Event description:
Additional event information: it was reported that on (B)(6) 2021, during an unknown procedure, the surgeon removed the unknown titanium trochanteric fixation blade tfn due to the helical blade was cutting through the femoral head. This was first implanted in (B)(6) 2021 in seattle. It was unknown when the blade had failed. All the implants were successfully removed. There was no surgical delay. The patient had a total hip done. The procedure was successfully completed. Concomitant device reported: unk - nails: tfn (part#: unknown, lot#: unknown, quantity: 1). Unk - screws: locking (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event information. D1; updated. E1: updated. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the surgeon removed the tfn and the head cut through the patients head and neck. No further information provided. This report is for one (1) unknown tfn nail. This is report 1 of 1 for (B)(4).